Manufacturer narrative:
Following sections were updated or corrected b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11, b1, d4. Visual inspection of the product showed there was black debris from the battery expulsion throughout the tyvek tray. The battery pack was not returned along with the kit and therefore could not be inspected. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - scotland, UK.

Event description:
It was reported that before surgery the box was opened and had a lot of black debris inside the box, there is no harm or delay reported, due diligence is complete.